Manufacturer narrative:
(B)(6). (B)(4). Location : other. Event location other : unk. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient underwent the following procedures: anterior lumbar interbody fusion at l5-s1 with interbody lt cages, bone m orphogenic protein and anterior lumbar plating of l5-s1 to treat the following pre-op diagnosis: lumbar spondylosis of l5-s1. Op- notes: "..the lt cage system was then impacted into piece and according to manufacturers specifications and a 16 x 26 mm cages were placed with bone morphogenic protein. This was all done under both the ap and lateral planes with c-arm guidance and once the cages were in place , it was felt that given the marked anterior slope and inclination of the s1 endplate that supplementation with anterior l5-s1 plate would be indicated. Therefore, a "25mm" plate was placed with "30 mm" screws in the body of l5 and s1, again under c-arm guidance. After adequate purchase and placement of the plate was placed, the looking cover was then placed. The bmp sponges had been placed into the cages, again ap and lateral c-arm images showed the plate and cages to be in adequate position. The patient was taken stable to the recovery room. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.